Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd phaseal¿ optima connector (c35-o) leaked while infusing carboplatin into the patient. The following information was provided by the initial reporter: "the problem occurred on the pediatric hem/onc unit on wednesday july 28th during a chemotherapy infusion. The account is using the phaseal optima locking injector on the main hydration line of the patient. The patient was a young child receiving carboplatin when the nurse observed leaking coming from the luering portion of the optima connector to the needless connector at that patient's mediport. The account did not indicate any injury or how much drug had been lost because of the leak."